Event description:
It was reported "proximal extension line folder over and occluded line". After the catheter was placed, the physician flushed it and it was occluded. A new catheter was placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one mac sheath, a dilator, and the product lidstock for analysis. Signs of use were observed on the returned components. Visual inspection of the catheter revealed a kink on the proximal extension line midway down the extrusion. The appearance of the damage is consistent with repeated or prolonged clamping of the extension line during use, and/or mispositioning of the extension line while the extrusion is clamped. The kink in the extension line was located 33mm from the distal end of the luer hub. The length of the sheath measured 115mm which is within the specifications of 115-119mm per product drawing. The distal and proximal extension lines were flushed using a lab inventory 10ml syringe to ensure patency. No leaks or blockages were observed in any region of the catheter. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "indwelling devices should be routinely inspected for desired flow rate, security of dressing, correct position, and for secure luer-lock connection." The customer report of a kinked extension line was confirmed through complaint investigation of the returned sample. A kink was observed on the proximal extension line. The appearance of the damage is consistent with repeated or prolonged clamping of the extension line during use. The device met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "proximal extension line folder over and occluded line". After the catheter was placed, the physician flushed it and it was occluded. A new catheter was placed. No patient harm reported. The patient's condition is reported as fine.